Event description:
It was reported that (2) tlc75 were used during a bowel resection procedure. It was reported by the affiliate that the surgeon loaded device on the duodenom and attempted to fire. The stapler would not fire. The device was reloaded with a new cartridge and again would not fire. A second device was opened and it fired to complete the case. There was no consequence to patient.